Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown 18 mm drill bit. When completed, the investigation results will be submitted in a supplemental report.

Event description:
It was reported that during left knee primary surgery, 18 mm drill bit broke off.

Manufacturer narrative:
An event regarding a fractured triathlon drill bit was reported. The event was confirmed. Method & results: -device evaluation and results: a visual inspection confirmed the reported fracture. -medical records received and evaluation: not performed as patient factors did not contribute to the event. -device history review: all devices accepted into final stock conform to specification. -complaint history review: there have been no similar previous reported events for this lot ID . Conclusions: the investigation concluded that the fracture occurred as a result of a mixed-mode overload resulting from the application of an off-axis bending force. No material or manufacturing defects have been identified.

Event description:
It was reported that during left knee primary surgery, 18 mm drill bit broke off.